Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) up and down buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery, failed battery test alarms or rewind anomaly due to unresponsive button. Device had minor scratched lcd window. The test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that up and downs arrow buttons of insulin pump had press hard. The rewind was louder and occasionally received random no delivery alarms. There was heavy scratches on the screen make it hard to see display and insulin pump battery life was down to for couple of weeks. There was hairline cracks on the transmitter. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.